Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. One flexor raabe guiding sheath with the fitting separated was returned. The flare was found to be adequate upon inspection. The sheath material and coils were noted to be stretched and elongated starting at approximately 33.5 cm from the flare. The stretching and elongation are characteristics of excessive force during the use of this device. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
Customer reported that a patient underwent a groin access leg angiogram with device access through the common femoral. The facility used an ocelot pixl crossing catheter through the flexor raabe guiding sheath and a drug coated balloon was used over a .035 wire. The hub came off the back end of the sheath while the user was attempting to pull the sheath over the wire. The facility indicated there was no excessive force applied to the sheath as they were pulling it out. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.